Manufacturer narrative:
As per notes, vygon kit clamp was used to remove the sensor and no additional tools were used, no additional assistance was needed. The body of the sensor was recovered and it was confirmed that the entirety of the sensor was removed, patient is doing well. No further investigation was found necessary.

Event description:
On 29 december 2022, senseonics was made aware of an adverse event where the end cap of the sensor came off during removal.